Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen displayed multiple black dots on the display. Reportedly, the customer is unable to see portions of the touchscreen due to the black dots. There was no impact to customer's blood glucose level as this pump was not used for insulin therapy.